Manufacturer narrative:
Follow up 17-dec-2015: this case was duplicated of the case (B)(4) which has been marked for deletion. All information from the duplicate case has been moved to this case. Consumer stated that the coils are dangerous and have ruined her life; she live with constant pain and many other symptoms. There was no response to the follow-up attempts. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff. She was submitted to an essure insertion attempt; during this procedure the physician perforated her fallopian tube causing bleeding and she was hospitalized for observation. Two months later; essure was successfully implanted. However, at 3-month control hsg (hysterosalpingogram), the right insert was found possibly broken (according to the reporter device fractured inside right tube during one procedure). She underwent a salpingectomy. Currently, the consumer has daily pain and heavy bleeding and is scheduled for a surgery to remove the left coil. Only device breakage is unlisted according to essure's reference safety information. However, according to product technical complaint analysis, this breakage is anticipated event. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of essure and can result in pain and bleeding. Also, single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, physician tried to insert essure 2 times. In the first attempt a fallopian tube perforation occurred. In the second, one device broke. Considering the events occurred in the context of complicated essure insertion attempts; causality with the suspect insert cannot be excluded. Additionally, reporter stated consumer has persistent pain and bleeding which she related to the remaining essure coil. As no alternative explanation was provided and since pain and genital bleeding may occur with essure therapy; these events were considered as related to the suspect insert. Additionally, non-serious events were reported. This case was regarded as incident, since devices removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. Further information will be obtained through the litigation process

Manufacturer narrative:
Follow up 26-feb-2016: legal claim received. In (B)(6) 2013, due to the broken essure device, the consumer underwent surgery to remove the right fallopian tube and the broken pieces of the right micro-insert. The left micro-insert was not removed during this procedure. After undergoing the removal of her right fallopian tube, the consumer continued to experience daily pain and heavy bleeding, as well as migraines and unexplainable rashes as a result of an allergic reaction to the left essure coil that remained in her body. The consumer did not think that the remaining, unbroken coil could be the source of the problems since her doctor confirmed that it was properly placed and had not migrated or broken. The consumer did not become aware that essure was the cause of her physical, emotional and medical problems until late 2014, where she learned, through internet research, of many other women having similar issues. The consumer sought a doctor to remove the left essure micro-insert and surgery was performed on or about (B)(6) 2015. She exercised reasonable diligence in investigating potential causes of her injury by discussing her injuries with healthcare providers. None of conversations with her healthcare providers gave a reason to suspect, or reasonably should have given a reason to suspect, that the essure products implanted in consumer were defective. As a proximate result of the essure's defective condition at the time it was sold, the essure coils implanted into consumer caused her to suffer excessive bleeding during her menstrual cycle, a constant burning sensation, pain, bloating, hives, severe abdominal cramping and extreme tenderness in her pelvic area associated with the sensation of the presence of a foreign object, leading to consumer to undergo a laparoscopic salpingectomy and hysterectomy. Consumer suffered and will continue to suffer severe physical injuries, severe emotional distress, mental anguish, economic loss, and other injuries. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff. She was submitted to an essure insertion attempt; during this procedure the physician perforated her fallopian tube causing bleeding and she was hospitalized for observation. Two months later; essure was successfully implanted. However, at 3-month control hsg (hysterosalpingogram), the right insert was found possibly broken (according to the reporter device fractured inside right tube during one procedure). She underwent a right salpingectomy. After this surgery, the consumer had daily pain and heavy bleeding and a surgery to remove the left coil was done. Device breakage is anticipated according to the product technical complaint analysis. The other events are listed in essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of essure and can result in pain and bleeding. Also, single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, physician tried to insert essure 2 times. In the first attempt a fallopian tube perforation occurred. In the second, one device broke. Considering the events occurred in the context of complicated essure insertion attempts; causality with the suspect insert cannot be excluded. Additionally, reporter stated consumer has persistent pain and bleeding which she related to the remaining essure coil. As no alternative explanation was provided and since pain and genital bleeding may occur with essure therapy; these events were considered as related to the suspect insert. Additionally, non-serious events were reported. This case was regarded as incident, since devices removal was required. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. Further information will be obtained through the litigation process

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on 26-jun-2013 who had essure (fallopian tube occlusion insert) inserted and experienced coil in right dislodged and punched through fallopian tube. No information given on history, past drugs and concurrent conditions. It is unknown whether the consumer received any concomitant medication. In 2012, the consumer had essure (fallopian tube occlusion insert) inserted at unk. It was unknown whether essure was used previously. Hsg test was performed and showed coil in right dislodged and punched through fallopian tube on right side. She was submitted to a surgery to clamp right tube but physician had to remove right tube because the coil had punched through the tube and began to wrap around the tube. She is currently with another physician due to left side now. Incident date: (B)(6) 2013. Reporter causality: the relationship between coil in right dislodged and punched through fallopian tube and essure is not reported. [Addendum: this case was converted from the conceptus database into (B)(6) on 20-sep-2013. The medical content of the case was not changed.] Follow-up (legal claim) information received on 02-sep-2015: this case is legal case now. Case considered incident the consumer/plaintiff was submitted to a first essure (female birth control device) insertion attempt in or around (B)(6) 2012. Physician attempted to implant the device, but the procedure was abandoned after he perforated her fallopian tube causing bleeding. Consumer was admitted to hospital for 24 hours observation due to the bleeding. She returned to the physician in (B)(6) 2012 for a second attempt to insert the device. At this time, essure was inserted into the tubes. After the procedure, she started experiencing severe bleeding, and constant, severe daily pain. She contacted the doctor many times to complain about her symptoms. In (B)(6) 2012, hsg (hysterosalpingogram) was done and showed that left micro-insert was properly located in the fallopian tube. The right micro-insert, however, was stretched or possibly broken. In (B)(6) 2013, due to the broken essure device (device fractured inside her right tube during one procedure), consumer underwent surgery to remove the right fallopian tube and the broken pieces of the right micro-insert. She was experiencing the same constant daily pain and heavy bleeding due to the left coil. Since the device was implanted, consumer has also suffered from heavy bleeding, weight gain, daily pain, headaches, abdominal pain, infection, stomach issues, intense pelvic pain, emotional pain mental and emotional and mental anguish, personal injuries / profound injuries / physical injuries and continues to suffer at this time. She has been scheduled for on or about (B)(6) 2015 for a new surgery to remove the left micro-insert. Follow-up received on 10-sep-2015: no new information provided. Follow-up from 16-sep-2015: ptc (product technical complaint) was received. Ptc global number: final assessment - failure mode/mechanism - the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The outer coils of the insert expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If eleven IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a technical product issue. The ae case refers also to usability issues. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff. She was submitted to an essure insertion attempt; during this procedure the physician perforated her fallopian tube causing bleeding and she was hospitalized for observation. Two months later; essure was successfully implanted. However, at 3-month control hsg (hysterosalpingogram), the right insert was found possibly broken (according to the reporter device fractured inside right tube during one procedure). She underwent a salpingectomy. Currently, the consumer has daily pain and heavy bleeding and is scheduled for a surgery to remove the left coil. Only device breakage is unlisted according to essure's reference safety information. However, according to product technical complaint analysis, this breakage is anticipated event. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of essure and can result in pain and bleeding. Also, single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, physician tried to insert essure 2 times. In the first attempt a fallopian tube perforation occurred. In the second, one device broke. Considering the events occurred in the context of complicated essure insertion attempts; causality with the suspect insert cannot be excluded. Additionally, reporter stated consumer has persistent pain and bleeding which she related to the remaining essure coil. As no alternative explanation was provided and since pain and genital bleeding may occur with essure therapy; these events were considered as related to the suspect insert. Additionally, non-serious events were reported. This case was regarded as incident, since devices removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. Further information will be obtained through the litigation process